Manufacturer narrative:
H3: product analysis stated customer's reasons for return have been confirmed. The indigo handpiece overheats. The cable connector is broken. The collet is damaged. Pre-repair temperature of device in 1 minute at t1 was 121 f and t2 was 111 f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up, the drill cable with drill running hot on system. It was not possible to place the attachment on the indigo handpiece and to lock it. Another set was used to proceed with the surgery. There was no patient impact.

Manufacturer narrative:
H6: previous code annex d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the device heats up within a minute at normal forward operating speed. Irrigation is always being used at 25-30cc/min at the start.